Manufacturer narrative:
Received one (1) picture of primary plum set with filter vent closed. Leakage was observed coming from the closed filter vent. The complaint of leakage from the filter vent can be confirmed based on the provided customer photo. The probable cause cannot be determined without the return of the used set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An email was received regarding a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch, alleging a leak during patient use. It was stated in the report that leakage occurs when the filter vent is closed. Event noted during infusion. No drug was involved in the event. There was a patient involved, but no patient harm.